Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was making a grinding noise while running, units bearings were damaged, rough rotation and a white-grey residue was found on the drive shaft and on other parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 8 of 15 for the same event. It was reported that during an unspecified surgery, it was observed that one electric pen drive device, one hand switch device, one reciprocating saw attachment device, one oscillating saw attachment device, one k-wire attachment device, one burr attachment device, one sagittal saw attachment device, five coupling devices, one cable device, one sealing device, and one casing device were reported to have been broken during surgery. The reporter was unable to specify which device was broken. Therefore, all devices involved in the event will be reported. It was reported that there was a delay of only a matter of minutes in order to pull and set up another tray. However, the exact duration of the delay was not specified. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.